Event description:
It was reported that the device had reached elective replacement indicator (eri) early due to very high left ventricular (lv) lead threshold. The device was replaced and the lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).